Event description:
Guide wire broke in use in a gortex graft with a tight turn at the bottom of the apex. It was not heavily clotted. Retained piece was retreived within sheath. Number of passes completed when device broke is unknown, perhaps 2 to 4. Another unit was used to complete procedure. There were no associated patient complications reported.